Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip broke during the procedure. The piece was retrieved.

Manufacturer narrative:
Alleged failure: tip on shaver fell off during surgery the failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be an excessive force applied to the tip that will contribute to the failure. Inadequate welding process. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke during the procedure. The piece was retrieved.